Event description:
Original gbat placement done previous week. During surgery, two screws meant for placement in the top of bone plate were not placed. As a result, the bone segment and 2.0 screw center hole slid out of bone plate. Revision surgery was done to pull the bone and muscle back through hole and reattach using the side screws in bone segment.